Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: the patient lost about one to one and a half units of blood, but the patient did not require a blood transfusion. The procedure was converted from hand assist to open. Additional information requested and received: what structure was being fired on when event occurred? Kidney vessels. Were clips used in the surgical procedure? Yes after load did not properly fire. What color cartridge was being used? White load. What is meant by staple line was not complete? Were the staples deployed but malformed? Seems like staples didn¿t deploy; instant bleeding. Were staples on both sides of the cut line? Unknown; converted to open procedure to control bleeding. What were the indications for surgery? Donor nephrectomy.

Event description:
It was reported that during a donor nephrectomy when firing across the tissue, the staple line was not complete. Bleeding occurred, but was controlled with clips. No blood transfusion was required. Once the clips were placed to control the bleeding the procedure completed. There was no patient consequences.